Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site and as such surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was relocated to the flank and reused the same ipg. Therapy was restored following the procedure.